Event description:
It was reported that the bd alcohol swabs experienced no label or missing label information or illegible labeling. The following information was provided by the initial reporter: consumer reported found packet with lot number black out - swab was dry. Lot #: 0217290. Catalog#: 326895. Date of event: (B)(6) 2020.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #0217290. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200900326] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd alcohol swabs experienced no label, or missing label information, or illegible labeling. The following information was provided by the initial reporter: consumer reported found packet with lot number black out - swab was dry lot #: 0217290; catalog#: 326895; date of event: (B)(6) 2020.